Manufacturer narrative:
This report is submitted on december 15, 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2020, resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report.